Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced needle issues on (B)(6) 2026. The patient reported that spring didnot work while cocking back the spring. No further information available.